Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose value of 425 mg/dl confirmed by fingerstick; the user performed a supply change during which bleeding occurred on removal, and glucose declined to 380 mg/dl by the end of the call. Symptoms included high blood glucose. Outcomes included no hospitalization and improvement in glucose during troubleshooting. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed and no specific component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.